Event description:
It was reported that during a da vinci hysterectomy procedure, the mega suturecut needle driver instrument will not hold the needle. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument recognition engagement passed upon placing it on an in-house is 3000 system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were tested by grasping the needle and it grasped the needle sufficiently. The functional performance testing did not find any issues. The instrument was fully functional. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, instrument not holding the needle could likely cause or contribute to an adverse event, if the malfunction were to recur.